Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis noted that the screen to the programmer was blank. Progress was followed using an external monitor and no fault was found with the software and the mother board was therefore replaced. Analysis also found a noisy system fan and that the latch tabs were broken off of the cord door. Product ID: 229047 software analyzer. (B)(4).

Event description:
The programmer was returned for a requested operating system migration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.